Event description:
It was reported that patient enrolled in a clinical elbow study underwent left total elbow arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2009 to remove components and place antibiotic beads due to infection. A second revision procedure took place on (B)(6) 2009 to remove the antibiotic beads and reimplant another total elbow. An arthrotomy was performed on (B)(6) 2009 to remove a foreign body (suture), irrigate and debride the wound and excise a scar. A synovial biopsy was also taken.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was reported in error on the initial report.

Event description:
It was reported that patient enrolled in a clinical elbow study underwent left total elbow arthroplasty on (B)(6) 2006. Subsequently, due to loosening, a revision procedure was performed on (B)(6) 2009. During this revision procedure components were removed and antibiotic beads were placed. A second revision procedure took place on (B)(6) 2009 to remove the antibiotic beads and re-implant another total elbow. An arthrotomy was performed on (B)(6) 2009 to remove a foreign body which was confirmed to be a suture, to irrigate and debride the wound and excise a scar. This procedure was not due to infection. A synovial biopsy was also taken and no infection was found.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number 6 states"loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity.¿ this report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2014- 08338 / 08339).